Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported the cause of the trial going great and the symptoms not being controlled with the permanent implant was unknown as was the cause of the not feeling stimulation then feeling stimulation 3 inches away from the implant, outside of the bike seat area an inch above the butt crack on the back when increasing. The hcp indicated that the actions/interventions taken to resolve the symptoms not being controlled/return of symptoms with the permanent implant, the not feeling stimulation then feeling stimulation 3 inches away from the implant, outside of the bike seat area an inch above the butt crack on the back when increasing were that the manufacturerrepresentative was contacted to determine if a new program was needed. The hcp indicated that the patient had no history of bladder infections prior and since implant and that the cause of the bladder infections, whether or not they were related to the underlying urinary dysfunctions or if they were related to the device/therapy was unknown. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that their trial went great. The patient reported their symptoms weren¿t being controlled right now with the permanent implant and they were having massive accidents and going down hill. They had a loss of symptom control, probably within a week after implant. The patient said they weren¿t sure if the therapy was not helping them because of the device itself or because they got a bladder infection shortly after getting implanted, (it occurred within 10 days of loss of symptom control).the patient said they thought the bladder infection had resolved but they weren¿t at the end of the antibiotics (macrobid,) that had been given to them yet. While on the call the patient was able to confirm with their programmer the ins was on and the patient was on program 1 at 2.1v. The patient noted they didn¿t feel stimulation, so they increased it and reported feeling stimulation about 3 inches away from their implant. The patient said the stimulation was outside of their bike seat area and it was about an inch about their butt crack on their back; the stimulation was in the wrong location. The patient said they¿ve always felt stimulation in this area whenever they increased stimulation. The patient reported they¿ve increased stimulation several times before in efforts to improve their symptom control but 7 days ago was the most recent time they¿ve increased and this didn¿t help their symptom control. The patient was going to follow up with their health care physician (hcp). The patient noted they hadn¿t yet spoken to their hcp about the situation yet and that they were going to call their manufacturer representative (rep) about the issue and ask if they could try a different program. There were no further complications reported.